Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and the electrode difficulty was experienced inducing the patient. A commanded shock was delivered which returned a shock impedance measurement of 50 ohms. During the post-operative check high out of range shock impedance measurements were observed. An invasive procedure was performed. The electrode was disconnected from the device and reconnected twice with out of range measurements noted. The device header was thoroughly cleaned and the electrode was reconnected with acceptable shock impedance measurements. There was a concern tissue was in the header which resulted in an impartial connection. Defibrillation threshold (dft) tests were successfully completed. No additional adverse patient effects were reported.